Event description:
Pt participated in a multi-center study of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was osteophytic spondylosis (vertebral body). Patient was implanted with an femoral ring allograft (fra) spacer at level l5, s1 size. Patient was also implanted with an anterior tension band (atb) plate at screw l5 on left, screw l5 on right, screw s1 on left, and screw s1 on right, with atb plate (B)(4). Patient had been experiencing pain for 47 months. Surgery date was (B)(6) 2006, and postoperatively patient experienced new onset of pain, requiring eval with MRI and bone scan for need of further treatment. This is report 4 of 5 for the same event. This complaint is on the right screw at s1 (24 mm).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.